Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt340 adult dual-heated evaqua breathing circuits failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Lot numbers: 110321, 120119, mfg dates: 03/21/2011, 01/19/2012, quantity affected: 1, 1. The complaint rt340 adult dual-heated evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt340 adult dual-heated evaqua breathing circuits failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 110321, 120119; manufacturing date: 03/21/2011, 01/19/2012; (B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuits were returned to fph in (B)(4) for inspection. The returned breathing circuits were visually inspected and pressure tested for leaks. Results: visual inspection revealed that the rt340 breathing circuit with lot number 120119 had a hole in the evaqua expiratory limb, about 13.5cm away from the proximal connector. The pressure test showed that the subject breathing circuit was out of specification due to excessive leak. No fault was found with the other rt340 breathing circuit with lot number 110321. A lot check revealed no other complaints of this nature for lot number 120119. Conclusion: it is likely that the damaged evaqua expiratory tube was punctured during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).